Event description:
It was reported that the health care professional (hcp) requested an analysis on the recorded episodes of this implantable cardioverter defibrillator (ICD) due to suspected inappropriate anti-tachycardia pacing (atp) and shock therapy with therapy exhaustion. Boston scientific technical services (ts) performed an analysis in which it was determined that there may be inappropriate therapy for an atrial driven rhythm. Ts recommended programming enhancements. The device remains in service. No additional adverse patient effects were reported. Additional information was received indicating that this device delivered inappropriate atp and shocks during a recorded episode. The device remains in service. Ts recommended electrophysiology consult. No additional adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) requested an analysis on the recorded episodes of this implantable cardioverter defibrillator (ICD) due to suspected inappropriate anti-tachycardia pacing (atp) and shock therapy with therapy exhaustion. Boston scientific technical services (ts) performed an analysis in which it was determined that there may be inappropriate therapy for an atrial driven rhythm. Ts recommended programming enhancements. The device remains in service. No additional adverse patient effects were reported.